Event description:
The customer stated that an elevated architect magnesium result of 3.03 mg/dl was generated. The sample was repeated on another analyzer and a result of 0.74 mg/dl was generated. There was no report of impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from clinical chemistry magnesium, (B)(4), abbott (B)(4) to architect c8000, (B)(4). MDR number 1628664-2012-00506 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.